Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was not reported; however, the caregiver reported the patient had a strep throat infection prior to hospital admission, indicating a possible breach in aseptic technique. The patient was treated with cefazolin (ancef 1g, intraperitoneal, frequency not reported) for peritonitis. Antibiotic treatment was ongoing. Four days after the onset, the patient was discharged from the hospital. At the time of this report, the patient outcome was unknown. It was unknown if the there was a break in aseptic technique, however the patient was retrained. Pd therapy was ongoing. No additional information is available.